Event description:
A hospital in (B)(6) reported via a distributor that the connector was missing from an rt219 adult breathing circuit kit. This was noticed before patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned rt219 adult breathing circuit kit was visually inspected for a missing connector. Results: the investigation confirmed that an adaptor was missing from the unheated flexible extension tube of the breathing circuit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the adaptor of the unheated flexible extension tube was omitted during the assembly process. The new standard operating procedures (sops) have been put in place to assist the operators on the production line correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure.